Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication. The patient reported that her recharger wasn¿t working and she was seeing the reposition antenna screen. The patient reported that the last time she was able to successfully recharge was about 5 weeks ago due to surgery and she had been busy with all kinds of other stuff, so she didn¿t charge for about 5 weeks. The patient reported that she couldn¿t charge with her recharger. The patient was redirected to their healthcare provider (hcp) to address the potential overdischarge. Additional information was reported that she would like to work with her manufacturing representative (rep) to resolve her potential overdischarge because the patient is no longer busy with other family members. Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged. The patient hadn¿t used the ins since (B)(6) 2018 because of having another surgery, unrelated to the device or therapy. The patient wanted to try and use it again. The rep tried the trickle charge 5 times with no success. The patient was going to discuss a battery replacement with the healthcare provider (hcp). No further complications were reported.